Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on january 18th, 2017 from a consumer (con). It was reported that the therapy was still not working for the patient and that she would like help changing the settings. The caller stated that she tried increasing the patient's stimulation, but that did not help. While on the phone, the caller noted that the patient had to run to the bathroom again. The caller reported that she saw that "icon was I in a circle on the top left corner of screen with two icons below" and had not seen that before. Patient services believed it was the poor communication screen, but could not confirm this with the patient. The caller stated that the patient had his back brace on and that was why communication was getting interrupted. The patient took his back brace off and it was confirmed that the patient was able to communicate with the implant and that the patient programmer (pp) showed that the implant was on at program 3. The caller changed the implant to program 2 and increased stimulation from 3.0v to 3.2v. The patient felt comfortable stimulation. The caller and patient were advised to monitor symptoms and that if all programs did not work, the patient should follow-up with their health care provider (hcp) to discuss reprogramming. The caller stated that she hoped this program worked because the patient had been "going". There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that last night the patient was going to the bathroom every 20 minutes and went through 15 pads while therapy was noted on. It was noted that fall could be related to this issue. Consumer stated the patient has fallen a few times but didn't get hurt. Consumer stated they went to the hospital last week; they took an x-ray and stated everything was in place. Consumer stated they did blood work as well. Consumer stated that she increased stim but the patient¿s symptoms didn't improve. Consumer stated that she wanted to change programs. Patient services walked the consumer through how to change programs. Consumer was able to change from program 3 to 4 and patient stated stimulation was comfortable. Consumer stated that the patient¿s return of symptoms was gradual and has been going on for a while and was not just last night. Additional information was received from the consumer indicated that the patient had a gradual return of symptoms two to three weeks prior to the report. They were not able to hold their "water," and were getting up every 20 minutes and needed to change the pad. They were tired and it seemed to be getting worse. The consumer stated that there weren't any falls/trauma related to the issue. They mentioned that the patient fell about two weeks prior to the report, but "all kinds of tests" determined that the implant was fine. During the call, it was verified that stimulation was on and set at 3.7v on program 4. The patient did not feel stimulation. The stimulation was increased to 4.2 which was comfortable sitting, standing, and walking. It was noted that the consumer would call the healthcare provider if the increase in stimulation did not help in controlling the symptoms as the patient also had a fall about the same time. An additional call from the patient indicated that the patient was not holding his water and the patient has tried increasing and decreasing stimulation without resolution of his symptoms and "it just comes down his legs." At the time of the call the patient did not feel stimulation and stimulation was confirmed to be turned on. At the time of the call the patient was set at 4.5 on program 4 and the patient denied any electromagnetic interference or trauma related to the lack of stimulation. When the patient increased stimulation to 5.0 on program 4 the patient felt stimulation in his back. The patient was assisted in changing to 3.8 on program 1 and at this setting the patient was able to feel stimulation in the target area. The patient was advised to try the new settings from 2-3 days and if symptoms did not resolved to follow-up with their healthcare provider (hcp). The patient described the onset of these issues as occurring over a couple weeks. Patient status was unknown at the time of this report. Additional information was received from the patient¿s spouse. The caller stated that the change was helping the patient a lot but it was too strong. The caller stated that they wanted to turn it down one so they did but the patient stated that he had a return of symptoms again. The caller stated that she tried to increase again and the patient programmer (pp) wouldn¿t allow her to increase. The caller synched with the pp and stimulation was off. The caller did not know that the middle button turned stimulation off. The caller turned stimulation back on and the patient was set to program 1 at 3.7 v. Additionally, it was reported that there was no improvement since the last report. It was noted they were unsure if they were supposed to keep increasing and decreasing, and that the patient did not think they had a uti. Per the patient¿s direction, they increased to try to get better symptom control; however, when the patient said it was uncomfortable, particularly while having a bowel movement, they decreased. The patient¿s symptoms were worse at night, they can¿t make it to the bathroom in time, and urine goes down their legs. The patient was directed to stop drinking at 6pm and only took a swallow or two of fluid with their meds that they take in the evening. Tracking results were reviewed so that they could be reviewed with the hcp and person who did programming. It was noted it had been at least one year since the last reprogramming session. It was reported the therapy was still not working. It was noted it stopped helping 5-6 months ago. The patient was not sleeping at night, up every 15 minutes and had to change their pad. The patient felt that they had to move their bowels all the time and they were not. It was reported whenever stimulation was up or down it hurt the patient and they had to turn stimulation down, and that the patient was in so much pain they had to turn stimulation down. It was noted the patient¿s spouse talked to the primary hcp but had not heard from them. The patient saw a urologist 8-9 months ago. It was reviewed that the an hcp needed to evaluate the patient¿s symptoms and provide further instructions. The patient was at 3.9v in p1 and changed to p2 at 3.0v. It was noted the patient reported stimulation felt good. Additional information was received and it was reported that it was not working and the patient had to go all the time. It was mentioned that the patient was going through pull-ups, several pads, and the sheets had to be changed twice last night. It was stated that the patient doesn't realize that he has to void and about two months ago the patient received assistance on making an adjustment. Troubleshooting attempts were made and the pp showed stimulation was on and the patient confirmed feeling stimulation was in the correct area. The issue was not resolved and the patient was redirected to their hcp if the issue continued. There were no further symptoms or complications reported or anticipated.